Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported a patient initially implanted with a mitral valve and a 25mm aortic valve for 2 years 1 month, had the aortic valve explanted due to patient prosthesis mismatch with moderate stenosis. The patient underwent aortic root replacement due to aneurysm, aortic valve replacement with a 25mm valve, and tricuspid valve repair with a 32mm annuloplasty ring. The 64-year-old male patient was taken to the ICU in stable condition. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to b5 and f10 device code. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, the patient required explant of the device. Based on the available information, the root cause of the event remains indeterminable but was likely due to procedural related factors at the time of initial implant. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, device return, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported a patient initially implanted with a mitral valve and a 25mm aortic valve for 2 years 1 month, had the aortic valve explanted for unknown reasons. A 25mm inspiris replacement valve was implanted in the patient. The current patient status is unknown.